Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia pd cassette leaked at the connection of the cassette tubing and the bag. This occurred during use for peritoneal dialysis (pd) therapy. The reason for the leak was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information was available.